Event description:
Sorin group (B)(4) received a report that the heater-cooler did not warm as quickly as it should during procedure. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater-cooler did not warm as quickly as it should during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
The unit was sent to sorin group (B)(4) and then forwarded to the supplier for further analysis. As a result, the reported issue could not be reproduced. The device worked as specified. It is possible a handling error may have caused the issue. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.